Event description:
It was reported that a pt with sepsis and pulmonary failure, was being ventilated through the device and coded. When the respiratory therapist arrived, the pt was in respiratory arrest and they immediately began CPR. The respiratory therapist noticed that the device was creating resistance to airflow. The device was removed and the ventilator started to cycle correctly. The rt placed the device back in the unit and the ventilator stopped cycling. The device was again removed and the pt was then reconnected to the ventilator (without the device) and transferred to ICU. The pt successfully recovered from the cardiac arrest. The health care facility determined that the device was occluded and found the same problem with product from the same lot number.